Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient¿s sensor was not providing readings due to a sensor error, the sensor was also covered in blood. At some point, the patient tested her bg via fingerstick and the readings were 37 mg/dl and 39 mg/dl. The patient called 911 and, in the meantime, she self-treated by eating gummy bears. However, at some point, the patient lost consciousness. When the paramedics arrived, the patient¿s bg meter reading was ¿over 400 mg/dl¿. The patient was unaware of any treatment the paramedics may have provided. The patient was transported to the hospital. The patient was unconscious for three days and finally regained consciousness on (B)(6) 2023. While hospitalized, the patient had a MRI (magnetic resonance imaging) and CT (computerized tomography) scan done, which showed two small brain bleeds. It is unclear if the patient¿s bg levels contributed to the diagnosis of the patient¿s brain bleeds. The patient was unaware of the treatment regimen provided to her while at the hospital. She was discharged home on (B)(6) 2023. The patient was stable at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.